Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it was discarded; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a paddle trial with no complications. When the patient woke up in post operative recovery she could not feel or move either of her legs. After performing reflex tests and a computed tomography scan, nothing was found to explain her loss of movement and feeling. The physician does not feel the event was device or procedure related and does not know the cause of the event. The patient stayed in the hospital overnight and underwent an explant procedure the following day. The patient has regained feeling in her legs and is undergoing rehabilitation therapy.